Event description:
I started getting migraines for 3 days straight and very bad brain fog after I had my daughter in 2008. It started off with about 1 migraine every few months and then it got worse, 3 migraines a month about 3 days each occurrence. After I removed my saline breast implants in 2019, the migraine attacks improved but I still have the brain fog. Currently the migraines are completely gone. I had gotten the breast implants around 2005. FDA safety report ID# (B)(4).